Event description:
It was reported that the patient experienced pain due to implantable pulse generator (ipg) migration. It was also reported that the patient had difficulty charging the ipg and the patient was feeling stimulation in a nontarget area. The patient underwent a revision procedure wherein the ipg was replaced and was repositioned. The patient was doing well postoperatively. The explanted ipg was not returned as it was disposed by the medical facility.